Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was symptomatic due to the post-ventricular atrial refractory period (pvarp) being increased due to the blanked flutter rhythm on the implantable pulse generator (ipg). High thresholds were also noted on the pacing leads. The ipg s ystem was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that prior to ipg system explant the patient was symptomatic in terms that they felt the long atrioventricular (av) delays associated with the programming (patient felt their heart pause for a bit). The ipg system was reprogrammed and then the patient did not feel the pause delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.